Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital to deactive the device, device interrogation revealed the patient received inappropriate antitachycardia pacing therapy for uncontrolled atrial fibrillation due to one supraventricular tachycardia episode. The atrial fibrillation was broken by a shock. The device was deactivated. The patient condition before and after the event was stable.